Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. An investigation of the device manufacturing records was conducted on the lot number. There was one approved temporary deviation notice (dn) reported on the lot that was unrelated to the complaint event. There was no indication of any product non-acceptance, deviation, non-conformance, rework, or issues with labeling or process controls, or any other occurrence identified during the manufacturing process which could be associated with the reported event. The lot passed all release criteria. A review of the lot production records did not reveal a probable cause for the customer complaint. Additionally, the dialyzer instructions for use (IFU) document is included in each case of fresenius optiflux dialyzer product and cautions the user regarding reactions. Clinical investigation: the documentation in this complaint file supports a temporal association between the fresenius optiflux f250nre dialyzer and/or the fresenius home hemo combi set for (B)(6) and the patient¿s complaints of pruritus (itching) and redness of skin (rash) on the patients arms, hands, and thighs which develop during home hemodialysis (hhd) treatment into the post hhd treatment period and is absent on the days when hhd is not performed. The dialyzer was changed to the fx100 which resulted in a ¿minimal¿ rash. The patient¿s nephrologist ordered a dermatologist consult; however, at this time the outcome of the consult has not been reported. Pruritus is common and the etiology is often multifactorial.

Event description:
A clinic nurse reported that a home hemodialysis (hd) patient had developed severe itching and skin redness (rash) after transferring from in-center hd to home hd on (B)(6) 2017. The patient reportedly always had skin redness during in-center treatment, but the clinic nurse reported that since changing to home hd, the patient¿s reactions had increased. The patient has hd therapy three times a week and reported to have experienced these reactions for every treatment. The rash appeared on the patient¿s arms, hands, and thighs and continued post treatment. The patient had been able to complete treatment but reported that he was unable to sleep. The patient¿s doctor prescribed benadryl tablets for use during treatment. The rash subsided on the days that the patient did not have treatment. The clinical staff reported that the patient may have been having an allergic reaction to the optiflux f250nre dialyzer or home hemo combi-set bloodlines that were used during treatment. It was reported that as of (B)(6) 2017, the patient was switched to the fx100 dialyzer and has minimal rash. There have been no changes to the use of the bloodlines. The patient was also referred to a dermatologist for consultation; however, the patient had reportedly not seen the dermatologist as of this time. As it was reported that the patient has home hd three times a week since starting home hd on (B)(6) 2017, the last treatment date with the optiflux f250nre dialyzer prior to the start of use with the fx100 dialyzer on (B)(6) 2017 would most likely have been on (B)(6) 2017, although the exact date(s) of patient treatment were not provided. No malfunction of the fresenius optiflux f250nre dialyzer in use during the patient¿s home hd treatment was alleged, observed, or identified prior to, during, or following the event. The complaint device was not able to be returned to the manufacturer for physical evaluation.